Manufacturer narrative:
(B)(4). Date sent: 5/25/2016. Batch # m91r3e. The analysis results found that the el5ml device was returned partially cycle with a clip in the jaws in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: can you please clarify "clip formation can the failure!". Did the device fire malformed clips? Did the device fire scissored clips? Or did the device not fire clips (jammed)? Please clarify the event description.

Event description:
It was reported that during an unknown procedure, ¿clip formation can the failure!¿. Unknown how case was completed. There were no adverse consequences for the patient.